Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, eccentric shaped, de novo target lesion was located in the mildly calcified left anterior descending (lad) artery. The lesion length was 25mm and the reference vessel diameter was 2.75mm. The lesion was pre-dilated with a non-bsc 2.75x20mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. The physician attempted to advance a liberte' 2.75x28mm bare metal stent but due to the greater than 45 degree angle of the vessel the stent could not be delivered. The physician found the distal portion of the stent edge was "fractured"and the stent was still was on the balloon. The stent was not used and a liberte' 2.75x20mm bare metal stent was used to complete the procedure. No patient complications were reported and the patient condition was reported as "stable".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, eccentric shaped, de novo target lesion was located in the mildly calcified left anterior descending (lad) artery. The lesion length was 25mm and the reference vessel diameter was 2.75mm. The lesion was pre-dilated with a non-bsc 2.75x20mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. The physician attempted to advance a liberte' 2.75x28mm bare metal stent but due to the greater than 45 degree angle of the vessel the stent could not be delivered. The physician found the distal portion of the stent edge was "fractured"and the stent was still was on the balloon. The stent was not used and a liberte' 2.75x20mm bare metal stent was used to complete the procedure. No patient complications were reported and the patient condition was reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found two kinks present along the hypotube at 21.6cm and 22.7cm distal to the strain relief. No issues with the profile of the crimped stent, balloon and tip. The distal edge of the stent was examined microscopically and no damage was identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).